Event description:
It was reported that the patient had gone through withdrawal because she had a ¿problem with pump catheter kinking and the medicine ¿crystalized¿ in the pump and they had to replace ¿everything¿ which was ¿a few years back.¿ it was unknown what drug was delivered by the device system at the time of the event. Additional information has been requested, but was notavailable as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l81636, implanted: (B)(6) 2000, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)